Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer was treated with the insulin pump and manual injection. Customer had blood glucose level of 381 mg/dl when they did a bolus wizard checked blood sugar now at 56 mg/dl. Customer was treated with glucose tablet for low blood glucose level. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for the analysis.